Event description:
It was reported that the rigid video scope had no image when the optics are connected and the image flashed a few times. The issue was found during setting up the device before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure "the image does not appear" was confirmed whereas the event "image flashed a few times" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction: the video cable was broken and therefore the image was not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.